Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observation that occured during the implant procedure was not confirmed by analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited pacing impedances greater than 2,000 ohms during an implant procedure. The competitor's lead was tested through a pacing system analyzer (psa) and the impedances were 1,300 to 1,500 ohms. This device was not implanted and a new device was placed. No adverse patient effects were reported.